Event description:
It was reported that a tcr55 was used during a gastric tube procedure. It was reported by the affiliate that the staples malformed. Surgeon put some overstitches to close the tissue.